Event description:
It was reported that, on an unknown date, the 2.0mm awl with sleeve was found have a broken tip. It was reported that this event did not contribute to death or serious injury. It was also reported that subject device did not malfunction during surgery while being used on patient. No further information is available at this time. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on-going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional evaluation states that subject device was received with the tip broken. The repair technician reported tip broken as the reason for repair. The cause of the issue is unknown. The inner shaft was replaced. Subject device was repaired and returned to customer. No service history review can be performed as this is a lot controlled item